Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08740 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023 to (B)(6) 2024. There was no data available to verify unexpected alarm(s)/suspends and total bolus/basal delivery for the event date of 27-feb-2025. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date of 27-feb-2025 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.43 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap locks properly into the reservoir compartment; however, a cracked reservoir tube lip, a cracked retainer and a retainer knit line damage were noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Retainer ring damage (a cracked reservoir tube lip, a cracked retainer and a retainer knit line damage) was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2025. The location and cause of death were unknown. The event involved product(s) mmt-1712kl. Troubleshooting was performed, but no details were provided. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event and whether the smartguard auto mode of the insulin pump was used. Mmt-1712kl was returned for analysis.